Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is complete. This is an initial final report submission. Review of the most recent repair record determined the ratchet gear, sliding pin, and comb were replaced. The pre-test could not be performed due to a damaged comb. The ratchet assembly was also lubricated and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the device needed repaired. At product evaluation investigation the pre-test could not be performed due to a damaged comb. No harm or delay were reported. No adverse events were reported as a result of this malfunction. No additional event information available.